Event description:
Customer called to report damage to the insulin pump. Customer stated that the location of the damage is in the top right hand corner of the screen. Customer's blood glucose reading was 85 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with cracked case on display window corners, reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.